Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 170 units. Reportedly, the cartridge was filled with 500 units of insulin. The customer¿s blood glucose level was 158 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.

Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿